Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report high blood glucose levels of 600 mg/dl, and treated with a manual injection. The customer reported thirst as a symptom. Customer also reported a no delivery alarm and air bubbles in the reservoir. Customer performed troubleshooting and the high pressure test passed. A reason for the high blood glucose levels could not be determined through troubleshooting. Nothing was replaced or returned for analysis.